Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited loss of capture. It was also noted that lead had dislodged, and it was confirmed via x-ray. The lead was explanted and replaced with new lead. Patient condition was stable.